Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer's blood glucose was unknown. There was crack on side of battery compartment going down around back of insulin pump. The customer was trying to connect sensor and sensor connection was not lit up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alarms due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and force sensor. Device was received with case cracked behind the device near the battery compartment.